Manufacturer narrative:
Sample data and centrifugation information was not supplied. Customer did not provide qc or system check data. Customer has implemented a rerun protocol for every troponin (accutni) test to insure reproducibility of results before reporting outside the laboratory. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined to date for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside the laboratory. The customer was unable to provide the exact results or dates of events. Customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the erroneous results.